Event description:
On (B)(6) 2013, the surgeon performed a left side joint arthrodesis on the patient using the ifuse implant system. The patient returned to the surgeon approximately three weeks after the initial ifuse surgery complaining of sciatic type pain. The surgeon performed a CT scan and noted that the third implant was not far enough into the sacrum and was also a bit inferior. On (B)(6) 2013, the surgeon performed a revision surgery. He first removed the third (caudal) implant. The hole from the removal was left empty. The surgeon next added one additional 4x45mm ifuse implant between the initial first and second implants and positioned more anteriorly. Per si-bone (B)(4), "medical review of this case shows that this is an early revision for treatment of a symptomatic malpositioned implant. The implant was the third (caudal) implant and was malpositioned inferiorly. The patient had radicular type symptoms without neurologic deficit."

Manufacturer narrative:
Based upon the complaint information and investigation, as well as review of the surgeon training manual, IFU and fmea, the most probable root cause is a malpositioned implant.